Event description:
It was reported via social media that a hematoma occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and watchman laa closure device and delivery system were used. The closure device was successfully implanted. While in the recovery room, the patient developed a hematoma. An ultrasound was performed which showed a branch of an artery ruptured and the patient started to bleed in the groin area. Vascular surgery was performed to repair the artery. The patient stated they stayed in the hospital for six days and had no pain. The patient had their staples removed by the vascular physician on march 29. The patient also stated they were experiencing dizziness and shortness of breath when walking.